Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead.  A possible pacing issue was also noted on the implantable pulse generator (ipg).  The lead and ipg remain in use. No patient complications have been reported as a result of this event.